Event description:
Patient had been crossclamped on coronary bypass and air was detcted in the patient's brain via neuromonitoring and in the patient's heart via echo. Air detection alarm on maquet centrifugal pump did not alarm.